Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead provocation testing was performed and the event was unable to be reproduced. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.